Manufacturer narrative:
A visual inspection of the returned cycler exterior showed no sign of physical damage. The heater tray/scale was hitting the top cover. A scale reading error warning was encountered during the testing. The cause was the heater tray error was due to hitting the top cover. The heater tray was fixed and the load cell verification test was performed again. Test passed. The voltage check passed. The valve actuation test passed. The system air leak test passed.

Manufacturer narrative:
(B)(4) medical records requested, but they have not been received. The device was not returned to the manufacturer for analysis.

Event description:
A peritoneal dialysis registered nurse (pd rn) reported a peritoneal dialysis (pd) patient developed peritonitis caused by touch contamination and was hospitalized on (B)(6) 2016. The patient elected to cease peritoneal dialysis while in hospital and her pd catheter was removed. The patient was administered IV vancomycin (dose unknown) and recovered from peritonitis. The patient was discharged on (B)(6) 2016 and began in-center dialysis.

Manufacturer narrative:
An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. No leaks were detected inside the cycler.